Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: the keypad cover was intact; no damage was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and there was no damage or contamination found under the button contacts. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, there was moisture corrosion found on the printed circuit board and battery housing. No moisture was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.